Event description:
Abbott ID now use for covid-19 under emergency use authorization (eua): invalid result, repeated-still invalid had recently begun using approved np swabs. Invalid, repeated with same sample, still invalid. FDA safety report ID # (B)(4).